Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Laboratory analysis confirmed the reported clinical observations.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead were replaced due to abnormal ventricular detection. The helix of the rv lead also failed to retract. The pacemaker and lead will be returned for analysis. No additional adverse patient effects were reported. Boston scientific received information that this pacemaker and right ventricular (rv) lead were replaced due to abnormal ventricular detection. The helix of the rv lead also failed to retract. The pacemaker and lead will be returned for analysis. No additional adverse patient effects were reported.